Event description:
Related manufacturer reference number: 2017865-2022-47008. It was reported that a patient presented remotely on 11 nov 2022 with numerous episodes of right ventricular lead noise that was being oversensed. It was unclear whether the oversensing was a device or right ventricular lead issue. No intervention was reported.

Event description:
New information received notes that high pacing impedance was noted. Programming changes were made. There were no patient consequences.